Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that approximately one and a half months post implant, this implantable cardioverter defibrillator (ICD) displayed a remaining longevity of less than three months. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.